Event description:
It was reported that the atrial port may not have been plugged by the physician. Atrial lead impedance measurements are unknown. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.